Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was not broken. The reported event of a broken sensor wire could was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and seat carrier. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a missing/detached sensor wire was confirmed because the sensor wire was detached from the sensor pod and seal carrier. The root cause could not be determined.